Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface and while setting up for the procedure, it was noticed that the two product boxes for the preface sheaths were damaged. It appeared as if the "boxes had been left out in the rain," as water had seeped through the box and into the product packaging. There was water inside the inner bag and the inner material was soaked. It was also reported that the pouch seal was damaged in both of the product packages for the preface sheaths, compromising the sterility. The procedure continued utilizing a different preface sheath.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface and while setting up for the procedure, it was noticed that the two product boxes for the preface sheaths were damaged. It appeared as if the "boxes had been left out in the rain," as water had seeped through the box and into the product packaging. There was water inside the inner bag and the inner material was soaked. It was also reported that the pouch seal was damaged in both of the product packages for the preface sheaths, compromising the sterility. The procedure continued utilizing a different preface sheath. Device investigation details: the product was returned to johnson & johnson medtech for evaluation. It was sent to the device manufacturer for further investigation. Visual and dimensional analyses of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed the vessel dilator, and the guidewire inside the dispenser tube. Neither the outer box, nor the pouch, were returned for analysis. However, kinks in the sheath shaft were observed. A dimensional inspection was performed, and measurements were taken near the damaged area. They were found to be within specifications. A device history record evaluation was performed for the finished device number 18407082 and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The complaint reported by the customer could not be confirmed as the packaging was not returned for analysis. Therefore, the potential cause cannot be determined. The potential cause of the kinks in the sheath could be related to the shipping/handling after the procedure; however, this cannot be conclusively determined. The kink shaft issue is unrelated to the reported event. Neither the product history record (phr) review, nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process of the unit. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications h 6. Investigation conclusions code of ¿appropriate term/code not available (d17)¿ refers to unable to analyze due to product returned condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).